Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device powers on via battery and ac power and remained on when switching between ac and battery power. The device was able to obtain readings and passed both manual and preset simulation tests. No product performance issue related to spo2 and pulse rate was identified. The device was found to visually and audibly alarm during alarm conditions. Visual internal inspection was performed and no internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint not duplicated. The device is fully functional.

Event description:
The customer reported the rad-8 device readings are off. No patient impact or consequences were reported.